Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a coronary spasm. During the procedure off label ablations of the mitral isthmus were performed. When the coronary artery was checked via an angiogram they observed a slight narrowing of the artery. No st segment elevation was observed but nitroglycerin was administered and the patient fully recovered. The procedure was completed using the original catheter with no further complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.